Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power surge and the power went out. They were able to get one side of the central nurse's station (cns) display to work but the other half would not come up, and the nihon kohden technical support confirmed that there is no secondary display. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bsm-6301a bedside monitors were being used in conjunction with the cns, but no serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that they had a power surge and the power went out. They were able to get one side of the central nurse's station (cns) display to work but the other half would not come up, and the nihon kohden technical support confirmed that there is no secondary display. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they had a power surge, causing the power to go out. They were able to get one side of the display on the central nurse's station (cns) to work but the other half would not come up. The nihon kohden technical support (nkts) confirmed that there was no secondary display. No patient harm was reported. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on (B)(6) 2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On 06/09/2020, the nka rc found both hard drives to be degraded and replaced them, #9000006111a, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on (B)(6) 2020. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for five years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsms: model #: bsm-6301a serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they had a power surge and the power went out. They were able to get one side of the central nurse's station (cns) display to work but the other half would not come up, and the nihon kohden technical support confirmed that there is no secondary display. No patient harm reported.